Event description:
The reporter called and alleged a discrepant result when compared to a lab. The device result reported was 4.7 inr. The corresponding lab result reported was 3.5 inr. The device was replaced and requested to be returned for eval.